Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the device cannot charge.

Manufacturer narrative:
Available details indicate that when the device is connected to the ac (alternative current) power, the ac and battery indicator are on. Replacing the power cord and unplugging the battery does not work. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available.